Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: h3, h6, and h11. The lal was cut into three main pieces during explantation and one of the pieces along with one of the haptics was not returned. No device problem was found during visual inspection. No additional evaluation was performed due to the condition of the returned lens pieces. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +29.0d) was explanted from the left eye due to nausea and dizziness experienced with their chosen refractive target. A new lal (sn (B)(6), +29.0d) was implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).